Event description:
Information was received indicating that during filling of the smiths medical cadd cassette reservoir with medical fluid, leaking was noted from the medication bag. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The returned sample consist of one cassette product of (B)(6) and the return sample was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Leak testing was performed by using a syringe to infuse water into the ay bag and leakage was detected in ay bag. The customer's reported problem was confirmed. According to the investigation, root cause of the reported problem was that the ay bag was received in defective conditions from supplier. The supplier was notification of the failure mode reported and production personnel was also notified by quality engineer as awareness of the defect reported by the customer. According to the investigation, the problem source of the reported problem is the supplier.